Manufacturer narrative:
No report of patient involvement. Initial reporter: the occupation of the initial reporter is unknown. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The harness to the sensor interface board was replaced, and the unit was returned to service.

Event description:
The ge healthcare service representative reported during checkout the error logs indicated the unit alarmed 'manifold pressure sensor failure' and 'invalid circuit module'. The unit was not able to mechanically ventilate. No report of patient involvement.